Event description:
It was reported that the user received a high glucose alert and a confirmatory fingerstick measured 400 mg/dl for approximately 30 minutes; the reading was entered into the ilet, and the pump was instructed to deliver insulin with guidance to reassess after 30 minutes. Symptoms included no reported symptoms. Outcomes included no medical intervention or assistance required. Investigation included complaint intake review and user education on entering fingerstick values and allowing automated insulin delivery time to effect change. Investigation of this case revealed no device malfunction reported and no component failure identified; the event involved hyperglycemia with successful use of standard corrective actions. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to limited information and lack of corroborating device data.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.